Event description:
Meter name: one touch profile. Strip name: one touch. Meter code, strip code: both unknown. Strip storage: ni. Symptoms: thristy, dizzy, headache. A patient's spouse reported the patient was hospitalized possibly because the meter was inaccurately low. The result on their meter was 32mg/dl and hospital's one touch ultra 177mg/dl with 16% difference. Time frame between results unknown. Unknown if this was admitting results or results done at a later date. Treatment was unknown. No further information has been reported.